Manufacturer narrative:
Updated data: h6. Added eval code method (fdm/annex b) b14 product analysis: the valve was not returned and no procedural images of the implantation or of the implanted valve were submitted review; therefore, no product analysis could be performed. Review of the device history record for the suspect device found it was built to specification and met all inspection and acceptance criteria. However, it was involved in a deviation, which was a deviation that allowed the use of brilliant blue g (bbg) solution before filter integrity test results were available. The valves, including this device, were dispositioned not discrepant once the filter integrity test results were determined to be acceptable. Thus, no issues were noted that would have impacted this event. Conclusion: heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (i.e. Procedure, patient comorbidities). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined with the information available but the aortic stenosis may have been a contributing cause. Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (i.e. Calcification), thrombosis, and/or nonstructural dysfunction (i.e. Pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (i.e. Age, disease stage, c omorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. With the information available, a conclusive root cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years, one month, twenty-three days following the implant of this 29mm transcatheter bioprosthetic valve, the patient was admitted to the hospital due to heart failure as a result of aortic re-stenosis. Medication was administered. Eight years, two months, eleven days following valve implant, a 23mm non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.